Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line extension to the patient line after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice experienced a system error 2240 (air in line/set) alarm. The alarm occurred during initial drain, home patient was connected. During troubleshooting it was discovered that the home patient had connected the extension line to themselves, then, after the prime they connected the extension to the patient line from the machine. The technical service representative assisted the home patient in cycling the power to clear the alarm and end therapy. The home patient was advised to start over with all new supplies. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.